Event description:
Boston scientific received information that during routine patient follow-up, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out-of-range pacing lead impedance measurement of less than 200 ohms. All other actual electrical parameters were noted to be within normal range. Additional information indicated that the patient is not pacemaker dependent. Insulation issue was suspected and lead revision procedure is likely to be performed but not known if the lead will be explanted. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that various provocation maneuvers were performed. Noise along with high pacing threshold measurement of 5 volts at 2.0 milliseconds and muscle stimulation in the pocket area were observed. The physician decided to reprogram the device and will schedule the patient for an x-ray in the next follow up schedule. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.